Manufacturer narrative:
Investigation results: the complaint of needle retraction failure could not be confirmed from the representative 22g insyte autoguard devices that were received from lot 5021175. No damage or defects were identified on the returned samples. A functional test revealed that each needle fully retracted when the safety mechanism was activated. Although the representative samples and manufacturing records do not support the complainant¿s description of the reported event, the complaint has been documented and will continue to be monitored as part of ongoing efforts to identify potential manufacturing related issues. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately.

Event description:
No additional information.

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
It was reported that bd insyte autog bc needle did not retract. The following information was provided by the initial reporter: nurses from the surgery center noticed that some of these are not retracting properly. The system has decided to pull the lots receiving complaints.